Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed. Functional tests performed included leak testing, clear passage testing, and clamp function testing. The reported issue was not verified or confirmed through the sample evaluation; the cause of the reported issue is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a leak from the minicap transfer set during use. The leak was further described as appearing to be from the tip of the transfer set tubing. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.